Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer's blood glucose level was 166 mg/dl. Multiple attempts were made to follow up with the customer to see if issue was resolved; however, a response was not received.